Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay had cosmetic environmental stress cracking, the helix was distorted/bent, there was blood in/on the helix mechanism, tissue on helix and there was apparent explant damage.

Event description:
It was reported that within approximately four and a half months post implant that the patient had increased fatigue and the right ventricular (rv) lead had decreased sensing and increased threshold. There was a possible lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.